Event description:
It was reported that this patient had a loss of therapeutic effect. Fluoroscopy was performed which revealed that the distal segment of the catheter was dislodged from the intrathecal space, near the intrathecal entry area of the spine. A surgical revision was performed. The catheter was explanted and discarded and a new catheter was implanted. No patient injury was reported.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013. Product type: catheter. (B)(4).